Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated at zoll medical corporation. The customer's report was duplicated and attributed to a misaligned diode on the processor/bridge/pace board. The processor//bridge/pace board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate is approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.